Event description:
Report received of an over-delivery. The customer reported that this was due to suspected user error, but was unable to provide details to substantiate this statement. The pump was programmed in the pca mode to deliver morphine 1mg/ml, with a 4mg loading dose, a 2 mg pca dose, a 10-minute patient lockout, and no 4-hour limit was specified. The rn noted 2 hours and 15 minutes after the pca was initiated, the pump gave an audible empty syringe alarm. It was reported that the pump display indicated 14.9mls had infused, with one patient demand, but the 30ml syringe was reportedly empty. The device was removed from clinical service and pain management therapy resumed on a replacement pump. The patient tolerated the morphine with, "no negative outcomes," was "stable" throughout the event, and experienced improved pain relief. The patient reportedly "roused to alertness with minimal stimulation." There was no reported adverse patient effect. There were no medical interventions required. Though requested, no further information was received.